Event description:
It was reported that the patient was experiencing inadequate stimulation and noted that there were high impedances on the patients leads. The patient experienced migraines which were believed related with the stimulation. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively, and all explanted devices were discarded.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 16289910. Product family: scs-ipg-r, upn: m365sc11320, model: sc-1132, serial: (B)(4), batch: 16479947.